Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: is the current patient status known? Yes, patient is safe, discharged from hospital was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient wasn¿t affected by this incidence, post- operative clinical status was as intended.

Event description:
It was reported that the first firing was completed using the reload gst45w. They attempted to reload the device, but the cartridge could be fitted to the jaws of the instrument. They couldn¿t and they immediately changed the device in order to proceed. After the completion of the surgery, the nurse suspected that the metallic part of the cartridge was remained within the jaws and probably that¿s why they couldn¿t reload the device. Also, the surgeon said that the clips at the distal part of the staple line wasn¿t properly formatted, but this didn¿t affect the patient¿s status.